Event description:
The customer contact reported that the pump did not sound an audible alarm tone. The pump was found with a report of "no alarms." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing and sounded audible alarm tones in both the high and low volume settings.